Event description:
It was reported that during a sinus surgery, a vessel was nicked and this caused bleeding into the eye. It was also reported that the facility was reprocessing the blade, then reusing the blades that are intended to be single use. The blade was reported to be discarded.

Manufacturer narrative:
The device has been discarded by the facility. As a result, a determination cannot be made at this time. If further info becomes available, gyrus acmi will continue the investigation and update the agency accordingly.